Manufacturer narrative:
Received three photos from the customer. One photo of the filter, one photo of the packaging, and one photo of the set up. No evidence of leaking was observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
On two separate occasions, taxol reportedly leaked from the filter site of the primary tubing (specifically at the circular area on the bottom of the filter) of primary plum sets, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. The reporter stated that a patient was receiving a 24-hour continuous infusion of taxol on day 1 of the tip [taxol (paclitaxel), ifosfamide, and platinol (cisplatin)] regimen. Both times, the leak occurred at roughly the 19-hour mark, prior to completion of the 24-hour infusion. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending at this time.